Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e222. The issue was found during a therapeutic laparoscopic cholecystectomy, which was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failures of the printed circuit board assembly¿output control module and receiver module. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failures of the printed circuit board assembly¿, output control module, and receiver module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.